Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) united kingdom alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests his blood glucose 4x daily. The patient manages his diabetes with glucophage pills (in the morning and lunch time) and lantus insulin (6 units in the evening). The alleged issue began about 3-4 days prior to contacting lfs. Due to the alleged issue, the patient could not test and reportedly continued to administer his usual dose of lantus insulin (6 units). Later that same evening, the patient claimed he felt symptoms of ¿weakness, losing vision and body feeling light.¿ the patient drank lucozade as treatment and felt better after. The patient reportedly obtained a blood glucose result of ¿2.9 mmol/l¿ with another device. The correct test strips were being used and there was no indication of misuse. The patient was advised the batteries needed to be replaced n the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.